Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence, and the device was no longer holding fluid. A surgical procedure was performed during which a hole in the cuff was identified; therefore, the existing aus was removed and replaced. No additional patient complications were reported.